Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that a button was clogged in the suction cylinder. It was also noted that the angulation in the up direction and the gap on the up/down knob were out of standard value due to wear of the angle wire. The bending section rubber adhesive was broken and switch 1 was cut off. The suction cylinder was dirty. It was noted that the device was cleaned, disinfected and sterilized prior to use. There was no delay in precleaning and no issues with reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: a presumable cause could not be provided based on the obtained information. A root cause could not be identified. This issue is addressed in the instructions for use (IFU): the suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus field service engineer that the evis lucera elite gastrointestinal videoscope had a clip clogged in the suction channel. The issue was found during inspection for use and it was completed with a similar device. There was no patient harm or user injury reported.